Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation CPAP with an allegation of cancer. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on january 03, 2023, and h11 should be reported as the manufacturer received information from uno legal litigation in reference to a repaired/recertified dream station CPAP with an allegation of cancer. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Evaluation method code grid, evaluation results code grid, component, conclusion code grid was updated. Box d: model number was updated.